Event description:
A user facility returned the olympus, model tjf-260v, evis lucera duodenovideoscope to olympus for repair due to a report of peeling of adhesive on the bending section and movement that was not smooth. Upon inspection and testing of the returned device, a gap of adhesive was found on the distal end and some wires that compose the forceps elevator were found raised due to a cut or fraying. This report is submitted due to a gap of adhesive found on the distal end and some wires that compose the forceps elevator were found raised due to a cut or fraying. As the problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a gap of adhesive on the distal end and wires that compose the forceps elevator were found raised due to a cut or fraying. Additional evaluation findings are as follows: aspiration system - weak suction; air/water leakage from the channel; forceps elevator wire noted completely cut off; the guide wire did not completely rise; objective lens damaged - no sharp edges; light guide lens noted broken; adhesive part on bending rubber noted worn; crease on the insertion tube; scratch at switch 1; corrosion at electrical connector due to leakage; control unit noted worn. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, and humidity entered the device, which caused components under light guide (lg) lens to corrode. Corrosion product remained inside lens as dirt. Additionally, the strand was cut due to fatigue breakdown by repeated operation of the forceps elevator. Moreover, knob wire (k-wire) frayed and raised by repeated brushing around the forceps elevator and attachment/detachment of the distal cover. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope ¿the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning.¿ ¿preparation and inspection - attaching the distal cover - when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety.¿ ¿cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ preparation and inspection - attaching the distal cover. Important information ¿ please read before use: warnings and cautions: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.